Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right atrial (ra) lead has had episodes of noise on stored logbook events since (B)(6) summer. Since (B)(6), the pacing impedances were consistently greater than 3000 ohms on daily measurements. No atrial capture was noted. Due to the observations with the lead it was programmed off and the device was programmed to vvir mode. An echo was going to be completed to evaluate the patient's ejection fraction as an left ventricular (lv) lead is being considered and then the ra lead may be revised at that time. No adverse patient effects were reported. At this time, the lead remains in service and no further information was available.